Manufacturer narrative:
UDI= (B)(4).

Event description:
A report was received that the patient was experiencing discomfort at the ipg site. The patient also stated that having it on causes inflammation and bruising. The patient will undergo a revision procedure wherein the ipg will be replaced.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure per physician's preference. The patient was doing well postoperatively.

Event description:
A report was received that the patient was experiencing discomfort at the ipg site. The patient also stated that having it on causes inflammation and bruising. The patient will undergo a revision procedure wherein the ipg will be replaced.